Manufacturer narrative:
H6: health impact code 4650 used to represent unintentional obstruction of vessels. A review of the manufacturing records indicated the device met all pre-release specifications. The returned device was confirmed as the delivery system (80 cm) for a gore® viabahn® vbx balloon expandable endoprosthesis (9 x 59 mm) device. The vbx delivery system was returned with no endoprosthesis present (as reported, the endoprosthesis remains implanted). It appeared the vbx device had not been deployed, as witness marks, i.e., an impression from the previously placed endoprosthesis, are visible on the balloon cover. The delivery system was otherwise unremarkable. The root cause of endoprosthesis dislodgement could not be established based on the information provided, including evaluation of the returned delivery system.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021 a patient presented with stenosis in the right external iliac artery and underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. The physician was using an 8fr terumo sheath to advance the vbx device. After exiting the sheath, which reportedly had no observable kinks at time of insertion, the physician noticed the vbx device had become dislodged from the delivery catheter. The physician then deployed the dislodged vbx device in the right external iliac artery, which reportedly resulted in unintentional coverage of the right internal iliac artery. The patient tolerated the procedure and there was no patient sequelae from the event. The physician had no speculation on what could have caused the vbx device dislodgement. The delivery system will be returned to gore.